Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported a vacuum failure occurred during a laser assisted cataract procedure of the right eye. Reporter indicated the procedure was converted to a conventional cataract method and completed with no patient harm reported.

Manufacturer narrative:
Upon further review of case, at completion of investigation, reporting decision was reviewed and revised. The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).